Event description:
The customer reported the sys was receiving a charge failed error after 20 to 40 sec of fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep replaced the charger assembly, power switch pcb, inverter driver pcb, and the darlington driver pcb. These replacements have not fixed the problem. A senior ge service rep will conduct an on site investigation to repair unit.